Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008 the plaintiff was implanted with a monarc sling system "to treat pelvic organ prolapsed and/or urinary incontinence". It was alleged that "some time after implant", the plaintiff was "experiencing pain, infections, urinary problems and bowel problems", had "returned to her physicians several times due to complications and problems", "suffered, and continues to suffer, serious bodily injury and harm", "continues to receive medical treatment" and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.